Manufacturer narrative:
The event is filed under richard wolf gmbh complaint ID: (B)(4).

Event description:
According to the information received, a holmium laser enucleation of the prostate (holep) and transurethral resection of the prostate (turp) procedure was scheduled. It was reported that during morcellation, the suction failed on one of the handpieces. The handpiece was replaced, and the suction is working. However, with the second handpiece, the morcellator blade no longer turned. The blade was replaced 4 times, without success. All attempts to troubleshoot, even with guidance from a service technician, were unsuccessful. Due to it, the scheduled operation was aborted. The patient must be readmitted when the device is ready for use again.

Manufacturer narrative:
The following fields have new information: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, and investigation conclusions), and h11. The device system involved in the incident which consisted of a suction pump (B)(6), motor control unit (B)(6)), foot switch 1 pedal (B)(6), 2 connection cables ((B)(6), and 2 motorized handpieces (B)(6) were tested in the specialist department at rwgmbh. The reported device foot switch 1 pedal, 2030108/(B)(6) was found with no errors. The overall investigation findings for the entire system, including one of the motorized handpieces (B)(6) with sn (B)(6), showed no defects and functioned perfectly. However, the other motorized handpiece (B)(6) with sn (B)(6), was found that the magnet in the magnet cover was corroded. This means that the valve provided for this purpose could not be properly locked in place, thus impairing the suction function. In addition, a crack was discovered in the weld seam on the suction pipe. Both defects may have caused the suction function to fail. The instructions for use, IFU ga-a202 / en / v13.0 / 2023-08 / pk23-0005, contains several safety checks and information regarding "loose or damage parts" in section 5 checks and section 5.1 visual inspections. Also, instructions to check devices for "completeness and corrosion" were stated. Furthermore, it was found that a valve was used with both handles; according to the instructions for use "ga-a202 / en / v13.0 / 2023-08 / pk23-0005", a "sealing insert - open" is provided for urological use, so that the suction function is permanently ensured. Section 6.2.8 power stick m4 with open sealing insert, explains the positioning of the rotary blade and the open sealing insert. In summary, we can say that the errors described by the customer (suction function and rotation of the blades) could only be partially reproduced. The problem with the suction function can occur with the motorized handle with the sn (B)(6) in the event of unfavorable handling and the defects found. However, the function of the blades could be ensured with both motorized handles. We therefore consider this case to be a "sporadic failure", and the cause of the fault cannot be traced. Possible risks such as functional failure of the product/product components were considered in the risk assessment e3-1, v00: "suction pumps with accessories", under "chemical hazards: anesthetic agents, administration of (additional/other) anesthetic agents to patient", and assessed as acceptable with the corresponding severity and probability of occurrence.